Event description:
It was reported that the device has a crack in the battery compartment near the door latch. The issue occurred during testing. There was no patient involvement. Evaluation of the returned device showed a damaged downstream occlusion seal.

Manufacturer narrative:
H3: one device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. However, visual inspection found damage to the downstream occlusion (dso) seal. This indicated a reportable malfunction based on the dso seal. The dso seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.